Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) was failing the helium leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the helium leak test was greater than the manufacturer required specifications. To fix the issue the fse retightened all of the fittings which corrected the issue. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6) medical center. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
N/a.